Event description:
Customer initially requested an event log review. She stated ancef 1gm/50ml was programmed in guardrails as a custom concentration to infuse over 30 minutes, instead it infused over 10 minutes. Pump was programmed correctly and verified by 2 people. No pt harm was reported and no medical intervention required. Although requested, no further info was provided.

Manufacturer narrative:
(B)(4). Failure investigation indicates the event was related to a check valve failure on the primary set. The customer¿s report of ancef infusing too quickly is confirmed and replicated. No pump module was returned for testing, however, the returned administration set was tested for backflow and found to have a defective check valve. During valve dissection a microscopic acrylic particle was noted between the housing seal area and the silicone diaphragm. The root cause of the check valve failure is unk. No malfunction of the pump module is believed to have occurred. See associated report for pump module 2016493-2012-00245.